Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device was explanted and replaced. No return of product is expected and no adverse effects were reported.

Manufacturer narrative:
Following resolution notification, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No resulting adverse patient effects were reported and to date, no replacement has been scheduled.